Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 3 days after the sensor was inserted in the abdomen. The patient experienced seizures. The cgm reading was 90 mg/dl and the bg reading was below 20 mg/dl. She drank orange juice, glucose gel and ate some candies. Then she just rested and monitored her blood glucose. Her co-worker contacted 911, the paramedics took the patient to the hospital while she was unconscious. At the hospital she was treated with IV medication, and they monitored her blood glucose. They performed some tests (kidney test, blood pressure) and everything was normal. At the hospital they gave her food and let her rest. The patient recovered and was discharged the same day. At the time of the report, the patient reported that her body was still hurting but was the result of a seizure and that she would be fine for the next couple of days. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.